Manufacturer narrative:
Customer returned a freestyle flash blood glucose monitor and test strips with lot number 0716303. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or issues were observed during control solution testing. At the time of the reporter incident (approximately 1:00 pm), a glucose result of "hi" (<500 mg/dl) was identified in the meter internal log. The glucose result reported of 290 mg/dl was identified at 4:32 pm.

Event description:
The customer reported receiving unspecified "faulty" readings on their meter, and reported losing consciousness and experiencing a seizure. Customer was transported to a local emergency room, where they were administered glucose and an intravenous treatment to stabilize glucose levels. The customer additionally reported being diagnosed with diabetic ketoacidosis. The diagnoses conflict with the reported treatment.